Event description:
It was reported that the patient had not charged his ins (implantable neurostimulator) for 8+ months. He did not have the recharger with him, so he would be meeting a manufacturer's representative one day later to perform pmr (physician mode recharge) if needed. It was stated that the patient had discussed possible explant with his hcp (health care professional). It was reported that his ins had overdischarged three times. Two days later, it was reported that the overdischarge was not confirmed by a manufacturer representative at the time of the report because the patient did not meet her as initially planned. A pmr was also not performed. No further information had been obtained. The cause of the overdischarge was that the patient was not compliant. The patient was not receiving effective therapy, his ins was still without charge.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2011, product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).